Event description:
It was reported that prior to use with bd syringe 0.3ml 29ga 1/2in the needle discovered to be piercing through cap. There was no patient/user impact. The following information was provided by the initial reporter, translated from japanese to english: the customer reported about the needle piercing through the shield. No needle stick was reported.

Manufacturer narrative:
H.6. Investigation: no samples (including photos) were returned therefore the complaint could not be confirmed and the root cause is undetermined. A review of the device history record was completed for batch# 0118346. All inspections and challenges were performed per the applicable operations qc specifications. There were zero (0) notifications noted that pertained to the complaint. H3 other text : see h.10.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. (B)(4).

Event description:
It was reported that prior to use with bd syringe 0.3ml 29ga 1/2in the needle discovered to be piercing through cap. There was no patient/user impact. The following information was provided by the initial reporter, translated from (B)(6) to english: the customer reported about the needle piercing through the shield. No needle stick was reported.